Event description:
It was reported that this single use aspiration needle would not advance out of the sheath prior to patient use for endobronchial ultrasound bronchoscopy. The procedure was completed without delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the investigation was performed based on the provided information. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that this single use aspiration needle would not advance out of the sheath prior to patient use for endobronchial ultrasound bronchoscopy. The procedure was completed without delay using a similar device. There were no reports of patient harm.